Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), rash ("rash/skin condition"), urinary tract infection ("bladder/urinary problems: uti"), nausea ("nausea"), visual impairment ("vision problems"), migraine ("migraine") and headache ("headaches") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, rash, urinary tract infection, nausea, visual impairment, migraine, headache and hormone level abnormal outcome was unknown. The reporter considered abdominal pain, headache, hormone level abnormal, migraine, nausea, pelvic pain, rash, urinary tract infection and visual impairment to be related to essure. The reporter commented: discrepancy noted in date of insertion 2015 (summons) and (B)(6) 2014 (pfs) patient receive treatment for pelvic pain, abdominal pain, rash/skin condition, nausea, vision problems, migraine, headaches, hormonal changes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2019: plaintiff fact sheet received. Event injury was deleted and device category changed from device other event to incident. Events added from pfs- pelvic pain, abdominal pain, rash/skin condition, nausea, vision problems, migraine, headaches, hormonal changes. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.